Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in france: "pump-flow rate-fast". According to the customer: "too fast diffusion while the duration is supposed to be in 12h with 120 ml. The nurse puts 150ml and the infusions always end before 12 hours. Consequences: potential overdose and potential antibiotic residual problem."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 21l11ge221, there is no abnormality and no such defect detected at in process and at final control inspection.